Manufacturer narrative:
The device was returned to olympus. However, the serial ring was missing which houses the serial number. Follow up in progress with the customer to verify the serial number of the device. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the light source of the telescope was missing a piece. The issue was found during reprocessing. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and the device evaluation results a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. Based on the results of the investigation, the root cause could not be identified; however, it is likely that the use of excessive force by the customer led to the malfunction. Olympus will continue to monitor field performance for this device.